Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep pulled the log files and found relationships still exist. He went to reload the software but had difficulty in reloading. He replaced the hard drive and system reloaded as intended. On reboots, noted problem with int accessing drives and believes system requires cpu upgrade.

Event description:
The customer reported that the system would not boot.